Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion at the m1 segment. Access was obtained with a competitor's guidewire, microcatheter and zoom 71. The clot was successfully removed after the first pass with the zoom 71 and the patient had achieved a tici 3 score. During post clot removal injection, bleeding, and dissection of the middle cerebral artery (mca) at m1 segment was noted. The physician ballooned the dissection. The patient did not have any further complications and was discharged home without issues.

Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. The lot number was not provided by the user facility. All devices undergo appropriate testing and inspection per standard manufacturing processes to ensure the device meets specifications prior to release. Based on the limited information and no case images, the exact cause of the vessel dissection is unknown. There were no device deficiencies reported related to zoom 71.